Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the temperature was not displayed on the carto 3 system and on the stockert generator. The issue was resolved by changing the catheter (17093454m). In addition the customer experienced deflection issue on the s curve. The issue was resolved by changing the catheter (17130087m). The case was completed without any patient consequence. These two issues are not reportable. Upon receiving the products in biosense webster lab on (B)(6) 2015, it was noticed that on catheter (17130087m), down from peek housing and tip lumen transition the lumen has white scratch going down about 11.4 cm with the metal exposed, making this event reportable. After following up with the customer, it was confirmed the catheter was withdrawn from the patient without any difficulty and this condition was not noted by the customer before sending the catheter back. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the temperature was not displayed on the carto 3 system and on the stockert generator. The issue was resolved by changing the catheter ((B)(4)). In addition the customer experienced deflection issue on the s curve on the replaced catheter. The issue was resolved by changing the catheter ((B)(4)). The case was completed without any patient consequence. These two issues are not reportable. Upon receiving the products in biosense webster lab on june 10th 2015, it was noticed that on catheter ((B)(4)), down from peek housing and tip lumen transition the lumen has white scratch going down about 11.4 cm with the metal exposed, making this event reportable. After following up with the customer, it was confirmed the catheter was withdrawn from the patient without any difficulty and this condition was not noted by the customer before sending the catheter back. Catheter ((B)(4)): upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. The device history record (DHR) the lot# (B)(4) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Catheter ((B)(4)): down from peek housing and tip lumen transition the lumen has white scratch going down about 11.4 cm with the metal exposed which is the t bar that has been slide down from his place breaking the lumen. T bar slide down also cause the deflection issues reported by the customer. Since the t bar is the component that manage the deflection mechanism. In addition shaft present a wrinkled about 8.5 cm from the client tip and no metal exposed. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing/tip from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. In addition, corrective actions have been opened to address and resolve this t bar issue and the thermocool smart touch broken shaft issue.